Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter read inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that at 9pm on (B)(6) 2015 she obtained a blood glucose result of ¿18.4mmol/l¿ with the subject meter. The patient manages her diabetes with insulin pump therapy and in response to this alleged high result the patient took an additional ¿9 units of novorapid insulin¿ at 9:01pm. The patient stated that 3 hours later, at 12am she woke up from her sleep and then ¿passed out¿. The patient remained unconscious until her father found her at 6am on the morning of (B)(6) 2015. The patient¿s father immediately called the emergency medical services (ems) and they arrived at 6:10am. At this time the ems gave the patient a glucagon injection and took the patient to hospital. The patient was unable to state if her blood glucose was measured by the ems on an ems meter or while in the hospital. The patient was kept in the hospital for one day for monitoring and stated that she felt ¿better¿ after leaving the hospital. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained a reading on the subject meter which she felt was inaccurately high, administered insulin due to this result, and then suffered symptoms suggestive of serious injury after the alleged product issue began. In addition, the patient required hcp intervention as a result of her symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.